Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 266 mg/dl. The customer's expected fasting blood glucose test result range is 70-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 99 and 97 mg/dl within the expected range. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/25/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer stated that she has not made any recent changes in her diet, exercise regimen, or medication. The customer stated that today on (B)(6) 2016 was the first time that she has left the meter in her car and it was cold outside; informed the customer of the proper storage that is recommended by the manufacturer. The customer is storing the meter and test strips in the bedroom. The customer is testing four times a day (fasting).